Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. No button error alarm noted. All buttons functioned properly. Insulin pump received with cracked case on display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error and the buttons are not responding. Blood glucose value is 182 mg/dl. Nothing further reported.